Event description:
It was reported that after turning on the device the key operation didn't work sometimes (keypad replaced with no. 1360645). Event occurred before patient use, during setup. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. No physical damaged was found on the device. As a result of checking the log, could not confirm that there was no record of the related customer reported issue. Performed functional testing. Could not confirm the customer's reported issue. The reported issue was not reproducible, and the cause could not be determined. Preventively, the keypad was replaced. Performed all functional tests and all passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.